Manufacturer narrative:
Follow-up #1 date of submission 10/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the pump was returned with the battery compartment cracked alongside. Pump casing cracked at the top and bottom corner between display lens and pump seal. Audio bolus button responds intermittently. No physical damage on button cover. Removed cover- contamination was observed. Threads on battery cap are stripped and are unable to secure. Test battery cap was able to secure and was used for testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).